Manufacturer narrative:
Date rec'd by MFR: 24apr2019. MFR site: correction. The manufacturer¿s field service engineer (fse) replaced the defective touchscreen and calibrated the device to address the reported problem. The unit successfully passed the required performance verification test. A touchscreen assembly was returned to the failure investigation (fi) lab for evaluation. Visual inspection of the touchscreen revealed no damage or contamination. The touchscreen was installed in the fi test ventilator in an attempt to duplicate the reported problem. The test ventilator did power up from alternate current (ac) and deliver breaths, however, unit is unable to shut down via touch screen. The user interface assembly will be installed in the fi test ventilator in an attempt to calibrate the touch screen. The display did not calibrate properly. Unable to complete touch screen calibration, 1st calibration point, bad touch was detected. The root cause was isolated to the touchscreen being out of tolerance. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08feb2019. The manufacturer's field service engineer (fse) confirmed the reported issue. The manufacturer¿s field service engineer (fse) replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported a touchscreen calibration failure. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.